Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported receiving an alert 35 (insulin occlusion) after a supply change earlier in the day. The user was using a 23" steel infusion set. Support confirmed there were no leaks or kinks in the tubing, and that cartridges were not reused. The user reported rotating insertion sites only between sides but in the same areas. Support advised rotating to new areas to prevent scar tissue buildup. The user was instructed to disconnect, perform a fill tubing sequence until drops were observed, then reconnect. The alert cleared and insulin delivery resumed. A replacement infusion set was shipped. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.